Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. As a result, the patient had their ipg explanted and replaced during a surgery to replace a drg lead (manufacturer report reference number: 1627487-2020-49260) and one of their scs leads (manufacturer report reference number: 3006705815-2020-33442 & 3006705815-2020-33443). Effective stimulation was established post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.